Event description:
Following a diagnostic peripheral procedure, a vascade 6/7f device was inserted into the sheath and the disc was deployed. Temporary hemostasis was achieved. The key was inserted into the lock and the black sleeve was retracted. At this point it was observed that the black sleeve has separated into 2 pieces. The disc was then collapsed and the device was removed in its entirety. The staff reverted to manual compression and the there was no injury to patient.

Manufacturer narrative:
No patient injury reported. Conclusion: it appeared that MFR steps were followed, however based on the observed device malfunction, a MFR defect appears to be the cause.